Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The usm failed the normal mode on the system and triggered 23065 error pointing to degree of freedom (dof) 5 stator. Reseated the dof 5 stator and did not fix the issue. Swapped the dof 5 stator with a test one and fixed the 23062 error. The original dof 5 stator was installed, and the 23062 error occurred again. As a fix, the dof 5 stator was replaced and as a precaution, the axes controller, carriage power (accp) printed circuit assembly (pca) was replaced to address the reported problem. The usm was also tested on the in-house system with the test dof 5 stator and passed direction test, lissajous , sensor check, sine cycle, brake tests, and carriage switches.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected error 23062 on the universal surgical manipulator (usm4). The usm was disabled. The procedure was completed with no reported injury.